Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from hub on (B)(6) 2024. The set was in use for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.